Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3031a , serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient .product ID 3093-28, lot# j0337353v, implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: lead. Product ID 3093-28, lot# j0322185v, implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2010, product type extension.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, in the past, the patient had had abnormal impedances. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.